Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of inappropriate shocks due to noise and oversensing of the minute ventilation (mv) signal. No other information was provided. This device remains in service. No further adverse patient effects were reported.